Event description:
It was reported that the output of the 9600+ system, in the normal fluoro mode was over 10, read 10.3 mr (high output). There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Verified output of 8.6 mr in the normal mode. The system was tested and found to be working as intended and placed back into service.